Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated it was the second time that the customer received a refurbished insulin pump and there was a color difference in the display. The customer stated that it was gray instead of black and white. The customer performed self test and stated that there were gray squares within white screen instead of black. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test and displacement test. Device was monitored and no missing segments or partial display anomaly noted during testing. (B)(4).